Manufacturer narrative:
A covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the gui central processing unit (cpu) printed circuit board (pcb), installed new backlight inverter pcbs, and installed revision ak software. The device passed calibration, short self-test (sst), extended self-test (est) and performance verification test (pvt) according to manufacturer specifications. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a blank graphical user interface (gui). There was no report of pt involvement. The date of the event is unk.